Event description:
It was reported that when the patient presented in clinic, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made. Patient¿s condition was stable.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed again on stored egm. Further programming changes were recommended.